Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage and deployment difficulties occurred. Vascular access was obtained via the femoral artery using an ipsilateral antegrade approach at a 45 degree insertion angle. The (B)(4) stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. The lesion was pre-dilated, then a 7x150 75cm eluvia¿ drug-eluting vascular stent system was advanced. Upon deployment, the last 30mm of the stent would not release from the sheath. The physician was able to pull the entire delivery system backwards in order to release the stent which resulted in stretching of the stent. The stent deployed, however, certain segments were not adhered to the vessel wall because of the stretching. An epic stent was placed overlapping to dilate the segment where the first stent was stretched. There were no patient complications and the patient status was stable.